Event description:
Information was received from health care provider via manufacturing representative regarding a patient undergone laminectomy and discectomy. It was reported that the cage had migrated and settled 2-3mm more posteriorly than initially implanted. Implant remains in patient. No patient symptoms or complications associated with this event. No further complications were reported anticipate. Procedure used in this event was transforaminal lumbar interbody fusion (tlif) for degenerative disc disease.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.